Event description:
Paramedics used the device to administer external pacing to a person found unresponsive by the spouse in a waterbed. The patients downtime was not known. The patient was diagnosed as asystolic. When pacing was administered there was allegedly an excessive amount of artifact on the ECG display after each pacing pulse. The operator was unable to discern the patient's ECG rhythm while pacing. The patient was not resuscitated. The reporter indicated that the alleged malfunction did not cause or contribute to the patient's death. This opinion was based on an assessment of the patient's lack of viability.

Manufacturer narrative:
Physio-control evaluated the stored ECG data from the reported event. The ECG artifact displayed during external pacing while monitoring through the pt cable was indicative of a preamp oscillation that can occur under certain conditions. Co's investigation has concluded that this anomaly is related to an unspecified pt variable, possibly high transthorasic and/or skin-to-electrode impedance. A technological limitation to monitoring the ECG of certain pt's while administering external pacing is indicated.